Event description:
It was reported that the physician encountered significant resistance while trying to deploy the stent graft in an av fistula in the arm. The physician reported that the catheter was coming apart (tearing) at approximately 3cm from the proximal hub. Therefore, the entire device, including the stent, was removed from the patient; upon removal, it was noted that a portion of the stent had partially deployed. The physician concluded the procedure with another device. There was no injury to the patient. Prior to stenting, the lesion presented significant scar tissue and a central stenosis, which was treated successfully with a pta catheter.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The device has been returned for evaluation. The investigation is currently underway.